Event description:
The plaintiff sustained serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure add'l pain and suffering for an indefinite time in the future. Plaintiff sustained numerous injuries, including but not limited to, the following: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotinal distress, all of which are or may be of a permanent and continuing nature and life-threatening nature. Plaintiff first became aware that symptoms may have been related to latex exposure on approxmiately 11/17/98. Plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of usual activities, pursuits and earning capacity. Plaintiff has been forced to expend sums of money for medial care and treatment and will continue to be caused to expend such sums indefinitely into the future. The plainfiff's spouse has been required to expend and has become liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of the plaintiff, all to financial loss and detriment. Finally, spouse has been deprived of the love, services, advice, companionship and consortium of the plaintiff, and will continue to be deprived of the same to spouse's great detriment and loss for an indefinite period of time in the future.